Manufacturer narrative:
The reported issue that the alaris pump shut off after slightly moving the IV pole could not be confirmed: no instrument infusion device or device logs were returned for investigation/suspect was not returned, only concomitant. The reported issue that after the above incident occurred the safety clamp on the administration set had failed to close when the door was opened could not be confirmed: the received primary administration set had no found existing malfunctions and had properly closed the safety clamp during cad¿s repetitive testing. A root cause could not be identified during the investigation.

Event description:
It was reported that in the cardiovascular ICU the pump alarmed, displayed a channel error and shut down after slightly moving the IV pole. The pump did continue to alarm as the lines were switched over. The fentanyl line was removed and insulin line was loaded into the pump. Shortly thereafter, the patient became unresponsive and a code was called. During the code, it was noted that the fentanyl infusion was taken off the pump with the roller clamp open then the patient had respiratory depression and apnea. The auto-lock mechanism on the IV tubing was not engaged when the line was switched over to the pump before the code.

Manufacturer narrative:
Customer mw number: mw5085307. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that in the cardiovascular ICU the pump alarmed, displayed channel error and shut down after slightly moving the IV pole. The pump did continue to alarm as the lines were switched over. The fentanyl line was removed and insulin line was loaded into the pump. Shortly thereafter, the patient became unresponsive and a code was called. During the code, it was noted that the fentanyl infusion was taken off the pump with the roller clamp open then the patient had respiratory depression and apnea. The auto-lock mechanism on the IV tubing was not engaged when the line was switched over to the pump before the code. Received a copy of the customer's sus voluntary event report from FDA which states, ¿alaris pump immediately shut off after moving IV pole slightly. Pump alarms read channel error and shut off but continued to beep as IV lines were being switched over. Fentanyl gtt was removed and insulin gtt was loaded into pump, shortly thereafter, pt became unresponsive and code was resulting in respiratory depression and apnea. It was also noticed that the auto-lock mechanism on the IV tubing was not engaged when line was switched over to the pump just prior to code."